Event description:
The customer reported to olympus that the z scope was too high while using the evis exera ii ultrasound gastrovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be a gap between the acoustic lens and the ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was found to be a gap between the acoustic lens and the ultrasound probe, and there was also a gap of the adhesive on the distal end, where a stain had entered inside the lens. Additionally, the tee nut was loose, a noise occurred on the ultrasound image due to damage on the ultrasonic probe, the adhesive around the light guide lens was peeled, the adhesive on the bending section cover had a crack, and due to wear of the angle wire, the bending angle in the down direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to stress or handling or other factors. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.